Manufacturer narrative:
Sections with additional information as of 31-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint the true metrix meter did not power on when a test strip was inserted. Customer had changed the battery on (B)(6) 2023. The customer is using the correct battery in the correct orientation for the meter. Customer stated that last night he went to pharmacy to test his blood glucose. The blood glucose test result using the pharmacy's meter had been 300 mg/dl fasting pm. Customer stated that was high and his expected am/pm fasting blood glucose test result range is 180-200 mg/dl. The customer reported feeling anxious at the time of the call. Customer stated that his doctor had called him for a follow up call related to a hospitalization for bronchitis; customer asked the doctor what to do as he was not feeling well and the doctor advised him to take his metformin. During the call the true metrix meter powered on using the power button but not when a test strip was inserted.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to the pharmacy to have his blood glucose tested due to the meter not turning on when a test strip was inserted and due to reporting to doctor as he was experiencing symptom(s). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated replacement products resolved initial concern.